Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2010 due to instability of the acetabular cup. The surgeon noted that he should have used alternate product during the original procedure as the patient had deficient bone stock, which resulted in the revision procedure. All components were removed and replaced with competitor product. No further information has been received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. The surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery. There was no alleged deficiency of the product; this medwatch is being filed to report the event as it led to a revision procedure. The following components were also removed and replaced during the revision procedure performed on (B)(6) 2010: (B)(4).